Event description:
(B)(6) study: it was reported that a thrombus occurred. In (B)(6) 2018, the subject underwent successful placement of a 24 mm watchman flx device with complete left atrial appendage (laa) seal and deployed device diameter of 21 mm. Prior to the index procedure, 81 mg aspirin was administered. The subject was discharged on the same day on aspirin and apixaban. Apixaban and clopidogrel were stopped during 45 days and 6 month follow up respectively. In (B)(6) 2019, the subject presented for their one year follow up transesophageal echocardiogram (tee) which revealed complete laa seal with a mobile laminar thrombus and left ventricle ejection fracture of 55%. The subject was placed on medication therapy in response and the event is considered ongoing.

Event description:
Pinnacle flx study it was reported that a thrombus occurred. In (B)(6) 2018, the subject underwent successful placement of a 24 mm watchman flx device with complete left atrial appendage (laa) seal and deployed device diameter of 21 mm. Prior to the index procedure, 81mg aspirin was administered. The subject was discharged on the same day on aspirin and apixaban. Apixaban and clopidogrel were stopped during 45 days and 6 month follow up respectively. In (B)(6) 2019, the subject presented for their one year follow up transesophageal echocardiogram (tee) which revealed complete laa seal with a mobile laminar thrombus and left ventricle ejection fracture of 55%. The subject was placed on medication therapy in response and the event is considered ongoing. It was further reported, the patient was warfarin native and on aspirin prior to enrollment. The area of the thrombus measured 1 cm squared. No thrombus was noted at the 45 day tee. The patient was on aspirin at time of event and therapy with apixaban was restarted.